Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator's support arm was broken. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The support arm was reportedly replaced. Additional information regarding the type of support arm and the nature of the damage was requested, but no response has been received. The unit was returned to clinical use. Due to the lack of information, an investigation could not be conducted, and the root cause of the reported event remains undetermined.